Event description:
It was reported that a patient underwent a posterior vaginal wall repair in 2007 and mesh was implanted. The patient presented with mild vaginal bleeding in 2014. The patient underwent a procedure for an excision of a small 1cm area of exposed mesh and recovered with healthy skin. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.